Event description:
It was reported to ge that the x-ray tube arm cable failed allowing the tube arm to descend rapidly. Apparently, the safety latch did not operate. The unit was repaired and returned to service.